Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure when bovie cauterization was being done, the right ventricular (rv) lead had lead alerts for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.